Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, wear abrasion and an opening. A leak test was performed and found an opening on anterior. A microscopic analysis was performed which identified a sharp opening in the plug strap disk shell. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the plug strap disk shell, assessed as an unidentified (tear) opening.

Event description:
Patient reported right side deflation. Additionally, healthcare professional reported "hole, non-specific" and "hole in valve." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Additionally, healthcare professional reported "hole in valve." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.3., h.6. Reason for reoperation: deflation and valve leak and/or damage.